Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he was trying to pull the plastic cover that released the needle and when he pulled it out. It pulled the senor wire out the sensor. Customer blood glucose was unknown. The sensor was pulled up through the case of the sensor. Customer stated the introducer needle was not hard to remove. Needle was not bent. Customer does not recall any issues prior to the event occurring. No further information reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor; found the sensor cannula was broken however, all of the parts to the cannula are present.